Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) was reviewed. The patient symptom patient problem/medical problem was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient called today regarding the failure of his inflatable penile prosthesis (ipp). He states that one day, it just stopped working. He has not been able to inflate the device to get an erection and he states that it is accordioned up on one side. The patient does not have a computer, so patient liaison provided him the updated number for his original surgeon and provided the name of another two physicians.